Event description:
It was reported that when the monofocal preloaded intraocular lens (iol) was loaded, the injector slid over the lens and doctor was not happy to use the lens so another monofocal preloaded iol was used. As per additional information received, the lens looked to be curled with a leading haptic. The issue occurred prior to insertion. There was no any patient injury. The patient had made a full recovery. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter: telephone number:(B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.